Event description:
It was reported that a device was used during a low anterior resection. The device fired malformed staples. The case was completed with hand suture. Or time was extended by one hour.